Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the control unit was not functioning and defective on the small battery drive device. It was further determined that the device had worn out controller, bearings, and tool coupling. It was further determined that the device failed pretest for check the attachment coupling and check the off/osc/on switch mode function. It was noted in the service order that the cutter/drill was stuck in the shuck while in use with the quick coupling device, small battery drive device and battery casing device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.